Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 3. Reference MFR. Report#: 1627487-2017-01464, reference MFR. Report#: -3006705815-2017-00227. It was reported the patient experienced discomfort at the lead and ipg sites (described by the patient as stinging/burning sensation) when stimulation is turned on. In turn, the patient underwent surgical intervention on (B)(6) 2017 at which the leads were explanted and replaced. The ipg was also explanted and replaced with a different model during the same procedure. Reportedly, the patient has effective therapy following the procedure.